Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the c-cover has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the foreign materials identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.